Event description:
Info was received that reported a pt was hospitalized in 2008, due to hyperglycemia. The pt reports her device began alarming around 08:00 am on the same day. This alarm would persist until the pt would remove and reinstall a battery. This continued throughout the morning until the pump alarmed continually and would not function after battery reinstallation. The pt presented to the ER symptomatic of hyperglycemia around 02:30 pm. Upon admit, the pt's blood glucose was >500mg/dl and she was treated with insulin and IV fluids. The device should be returned for evaluation

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Occlusion, delivery and accuracy tests were performed, the device was found to pass all occlusion, delivery and accuracy tests. The pump history was downloaded and analyzed; on the day of the event, the pump went into an alarm condition that required user intervention 8 separate times. The original insulin cartridge and infusion set were not returned along with the pump.